Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The pump was received with stuck motor error alarm loop during bolus delivery and motor error alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 115 mg/dl. The customer stated that the pump woke her up in the morning with a motor error alarm. The customer stated that the alarm only occurs during bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.